Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor had no electrocardiograms. The cause of the issue was unknown. No device intervention was performed but clearing the data on the device was discussed. There were no adverse consequences to the patient.